Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician had difficulty placing the left ventricular (lv) lead. The lead was not used and attempts to place an lv lead were abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.